Event description:
It was reported while using bd arterial cannula with floswitch breakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: we received a complaint from the surgery dep that needle, artery, 20g [pk; 25pcs] product no: bdme682245. Lot 2309344 the valve does not close properly and the patient bleeds. This have happened few times during placement of arterial catheters. They wait to catch one incident to be able to have the right lot number. Bleeding more and on staff when the needle is in the artery the blood comes back quickly and then we are used to closing quickly but the button is stuck so we can¿t close quick enough. Broken - stuck. We have tried the needle before it is inserted into the patient and sometimes it has been ok, but then when it is in place the needle breaks/are stuck.

Manufacturer narrative:
After further review the following fields were corrected. H.6 investigation coding. Imdrf annex b - type of investigation: b14 and b03 are removed and replaced by b22 and b05. Imdrf annex c - investigation findings: c20 is removed and replaced by c19. Investigation summary: our quality engineer inspected the 1 representative sample submitted for evaluation. The reported issues of blood leaks out of control plug and needle broken were not confirmed upon inspection and testing of the sample. Analysis of the sample showed that there were no damages or abnormalities present. The sample was also functionally tested and no issues were observed. A complaint history review could not be evaluated as the lot number is unknown. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample.

Event description:
It was reported while using bd arterial cannula with floswitch breakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: we received a complaint from the surgery dep that needle, artery, 20g [pk; 25pcs] product no: bdme682245. Lot 2309344 the valve does not close properly and the patient bleeds. This have happened few times during placement of arterial catheters. They wait to catch one incident to be able to have the right lot number. Bleeding more and on staff when the needle is in the artery the blood comes back quickly and then we are used to closing quickly but the button is stuck so we can¿t close quick enough. Broken - stuck. We have tried the needle before it is inserted into the patient and sometimes it has been ok, but then when it is in place the needle breaks/are stuck.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-jul-2023. H6: investigation summary our quality engineer inspected the 1 representative sample submitted for evaluation. The reported issues of control plug and needle broken not confirmed upon inspection and testing of the sample. Analysis of the sample showed that there were no damages or abnormalities present. The sample was also functionally tested and no issues were observed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported while using bd arterial cannula with floswitch breakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: we received a complaint from the surgery dep that needle, artery, 20g [pk; 25pcs] product no: bdme682245. Lot 2309344 the valve does not close properly and the patient bleeds. This have happened few times during placement of arterial catheters. They wait to catch one incident to be able to have the right lot number. Bleeding more and on staff when the needle is in the artery the blood comes back quickly and then we are used to closing quickly but the button is stuck so we can¿t close quick enough. Broken- stuck. We have tried the needle before it is inserted into the patient and sometimes it has been ok, but then when it is in place the needle breaks/are stuck.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.